Manufacturer narrative:
B3: event date is not known. Continuation of d10: product ID a72200 (serial: unknown); product type: 0216-software; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) experienced multiple issues including inability to access the therapy application, which prevented immediate adjustment or deactivation of stimulation. The patient reported that stimulation intensity was excessively high when lying down, making it difficult to lay down during a doctor's appointment due to discomfort. The patient was unable to shut off stimulation during physical therapy and was unable to turn off the implantable neurostimulator for several days. Strong vibrations were felt over the chest and back when the car chair pressed on the implantable neurostimulator. The stimulation was not targeting the intended areas, specifically the hip and upper thigh. The patient experienced itchiness at the implant site, and a healthcare provider visually inspected the site but found no visible cause. The patient was seeking therapy for arthritis. The agent reviewed the roles of the healthcare provider and representative, redirected the patient to their healthcare provider for further evaluation, and discussed the adaptivestim feature. The patient planned to discuss these issues and potential therapy for arthritis at an upcoming healthcare provider appointment.